Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer numbers: 1627487-2020-31719, 3006705815-2020-31545. It was reported that the patient's scs ipg system was explanted due to the presence of an infection of unknown nature. The procedure occurred with no complications and the issue was resolved.